Event description:
Vest restraint placed on pt while sitting in a chair. Pt found approx 15 minutes later slid down from chair onto the floor with the vest restraint caught around pt's neck. Pt's face and upper extremities cyanotic. Pt crying. Pt returned to bed and oxygen applied. Color returned to normal. No injury occurred.